Event description:
The reporter stated that the daughter, an 18 yr old type 1 diabetic was admitted to the ER and given IV insulin for elevated blood glucose (venous fasting result of 400 mg/dl with an unk laboratory device). Prior to the event, the pt had obtained a normal result for blood glucose using the suspect device. The reporter stated that the pt's physician claimed that the suspect device was not working properly.